Event description:
On (B)(6) 2012, the patient reported that when he primes his infusion device he see insulin dripping from the end of the tubing, but when he delivers a bolus he does not see the insulin coming out of the tubing. The device has not displayed an error messages. The patient's blood glucose level was "hi", but he did not have any symptoms at that time. The patient was going to attempt to correct the problem by changing his infusion set. Follow-up with the patient revealed that the patient feels the infusion device is not functioning as intended and, as a result, he had gone to the hospital with a blood glucose level of 559 mg/dl on (B)(6) 2012 and he was released on (B)(6) 2012. His normal range is 140 mg/dl. The patient was treated for the elevated blood glucose levels at the hospital. The patient has had multiple medication changes recently. He uses a competitor's infusion sets. The patient has been utilizing insulin injections since he went to the hospital. He is going to contact his doctor to have the basal rates on his backup infusion device adjusted so that he can go back to utilizing his infusion device. The patient stated there was an occasion where the infusion set was...at the time of report the patient was utilizing injections of insulin to treat himself. Additional follow-up with the patient revealed that he had also been in the hospital from (B)(6) 2012 for heart related problems and blood glucose related problems. On (B)(6) 2012 the patient's blood glucose level was "hi" and he bolused 9 units of insulin. When the ambulance arrived his blood glucose level was 259 mg/dl. The emt gave him a shot of glucagon and they put him on an IV of insulin at the hospital. The patient stated that the infusion device was making an abnormal sound and he felt there was a "gear concern" with the infusion device. He said the noise occurs when the piston rod is about half way extended. The patient stated that his blood glucose levels have returned to normal since he switched to the backup infusion device. The infusion device was replaced. The infusion device, battery, battery cover, and adapter were requested to be returned for evaluation.